Manufacturer narrative:
(B)(6). Report is for an unknown lag screw. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, a patient underwent revision of a trochanteric fixation nail (tfn) of the right hip due to non-union. Date of initial implant is unknown. During revision surgery, a femoral osteotomy with retrograde nail insertion, while reaming the femur, the tip of a drive shaft broke off and remained retained in the femur. Procedure was completed successfully. There was no delay. This report is for two (2) unknown 5.0mm locking screws. This complaint will address the revision surgery; issues with the reamer are addressed in com-(B)(4). This is report 3 of 3 for com-(B)(4).